Manufacturer narrative:
Product identifier is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having tlif at l5-s1 for spinal therapy with degenerative disc disease. It was reported that about a month post op, the cage has migrated posteriorly compared to time of surgery. No issues present at the time of surgery. Surgeon plan on bringing in the patient to remove the cage. Surgery date is unknown at the moment. Patient expressed discomfort during post-op checkup. There were no further complications reported regarding the event. 2021-sep-15 (B)(4): additional information states that on (B)(6), the patient came back in to have his l5-s1 cage removed. During the revision case, 8 of the 10 screws that were previously placed had to be removed and upsized due to them being loose. The only screws that didn't get upsized was at the l4 level.